Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0q95v, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient was informed by their healthcare provider that their wire broke. The patient was still receiving therapy and everything was working well. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that patient went to the doctor's office as she was getting along well with broken lead and they mentioned patient should continue going on as she has been doing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.